Event description:
The reporter stated the surgeon attempted to insert a 13.0 mm icm130v4 implantable collamer lens but the icl broke during implantation. There was no patient contact. The reporter stated the cartridge was unusually resistant to pull of icl during loading. The reporter stated the cause of the icl tear was due to the cartridge.